Event description:
Customer reports a fiber leak on an unknown reuse number noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 200cc's and pt was given 200cc's replacement fluid. Treatment was restarted with new disposable without incident. No pt injury or medical intervention reported.